Event description:
On (B)(6) 2013, mother reported the patient was admitted to the hospital on (B)(6) 2013 and diagnosed with diabetic ketoacidosis. Her blood glucose was too high to register on the meter, and her normal reading is near 160 mg/dl. Mother reported hyperglycemia was caused by an air bubble in the insulin cartridge. She was treated with an insulin IV and oxygen, and she was discharged from the hospital on (B)(6) 2013. She has had repeated issues with air bubbles that typically form after 1 day of use. The adapter is changed every month, and the infusion luer is connected correctly. Mother was advised to use room temperature insulin to fill the cartridge and to adjust the piston rod to meet the cartridge volume. The lot number and expiration date of the product is unknown. The product was discarded and was not returned for evaluation; therefore, no investigation could be performed.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device was not returned to manufacturer.